Manufacturer narrative:
The sample associated with this report is expected to be returned for eval.

Event description:
Nellcor puritan bennett rec'd a report, where it was alleged that the device developed a cuff leak during pt use. The caller reported that a ventilator dependent pt was recovering in the ICU from an unspecified surgery performed in 2007. The caller reported that at 5:30 am, in 2007, the nurse heard a ventilator alarm from the pt's room and upon inspection of the pt, a leak from the tube was heard. The ER dr was called and arrived within 3 to 4 mins. The ER dr attempted to replace the tube, but the attempt at reintubation was reported too difficult and it was during this period that the pt expired. The caller reported that the pt had multiple medical problems. Nellcor is attempting to gather further info related to this report.